Event description:
Two medtronic dlp single venous cannulae were used for cardiac surgery. One was a 16 fr (catalog number 67316) and the other was an 18 fr (catalog number 67318). Venous return was poor during bypass with an elevated central venous pressure. The 16 fr cannula was replaced with an 18 fr cannula with improved drainage. The explanted 16 fr cannula exhibited clot inside the cannula lumen. The remainder of the bypass case had acceptable venous return. Upon inspection of the two 18 fr cannula after bypass, both were found to have luminal clot formation. The cannulae were sent back to the MFR and the issue was discussed with the medtronic sales rep. The medtronic sales rep had been involved with corporate and my office to rectify this ongoing problem.